Event description:
Pulmonetic systems, inc. Received a call from a representative of facility in 10/2002. The representative reported the following problem: unit not maintain power, shut down. Unit was not on patient.